Event description:
A (B)(6) male pt contacted zoll customer support to report that the response buttons will not activate the device. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate device) has been confirmed. As received, the front response button was non-functional. The cause of the inability to activate the device is the non-functional front response button. The cause of the non-functional front response button could not be positively identified but is likely a loss of power from the +3.3v line inside the response button cable. No adverse event resulted from the defective response button connector. The pt received a replacement monitor.